Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation a polarx catheter was selected for use, however when the physician completed the ablation of 4 veins and posterior wall using the polarx fit balloon when touching up the left superior pulmonary vein (lspv) at the end, the error message "error 1 - 00004000-2: console detected blood in the catheter" was displayed. The physician used his rf ablator to touch up the vein and posterior wall. The catheter was removed from the sterile table. Visible blood was observed in the catheter after the error message. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a procedure to treat atrial fibrillation a polarx catheter was selected for use, however when the physician completed the ablation of 4 veins and posterior wall using the polarx fit balloon when touching up the left superior pulmonary vein (lspv) at the end, the error message "error 1 - 00004000-2: console detected blood in the catheter" was displayed. The physician used his rf ablator to touch up the vein and posterior wall. The catheter was removed from the sterile table. Visible blood was observed in the catheter after the error message. The procedure was completed. No patient complications were reported. The device has been returned for laboratory analysis.

Manufacturer narrative:
The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon. The device was not assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. There was visible blood inside the balloon region. The polarx device was then electrically connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. The cryo cable was not connected and vacuum was not performed as there was visible blood inside the balloon. When initially plugging in the polarx it immediately triggered blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a blood detect index of 255. The polarx device was dissected, and the outer balloon line located inside of the handle was pressurized to locate a leak path. A leak path was found in the outer balloon itself. The blood detect and visible blood complaint were confirmed through analysis.